Manufacturer narrative:
Investigation results: the device was returned for analysis. Upon evaluation, the main coil, introducer sheath, and delivery wire were received. Analysis identified that the main coil was bent and stretched within the primary coil section, and the zap tip was found detached. The main coil was noted to be detached, bent, and stretched. The coil dimensions that could be measured passed. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to procedure.

Event description:
Reportable based on the device analysis completed on (B)(6) 2026. It was reported that coil was unable to advanced in the catheter. A 6mm x 20cm interlock? -35 was selected for use. During the procedure, while advancing the pushable wire to deploy the coil, resistance was encountered. The device was not used further, and the procedure was completed using another device. There were no patient complication as a result of this event. However, returned device analysis revealed a main coil detachment.